Event description:
It was reported that the pt received an inappropriate shock. Upon review of the electrograms in clinic it was possible to see noise on the ventricular channel. Noise was reproducible. The pacing lead impedance decreased. The device will be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.